Event description:
Customer reported the differential parameters were associated with vote-out flags (non-numeric results) for the quality control samples when using the coulter lh 500 hematology analyzer in their laboratory. During troubleshooting, the customer installed and primed another diff pak and reran a previously ran known good patient sample where the differential parameters also gave vote-out flags. The customer did not use the instrument to process patient samples after the issue was identified. A beckman coulter field service engineer was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found components on the mixing chamber module corroded from what appeared to be dried crystallized reagent, most likely from a previous unreported leak repaired by the customer's onsite biomedical department. There was no active leak when the fse went onsite. The fse observed erratic operation of the mixing chamber, where it would operate at the incorrect time or not operate when it should. Most times the mix chamber operated correctly. The erratic mix chamber operation was most likely due to the corroded module components. He ordered and replaced the mixing chamber module, harness and solenoid banks to resolve the reported issue. (B)(4).